Event description:
The devices were returned to the manufacturer. The device underwent routine analysis. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis of the catheter/sc connector found coring, tears, and cuts in seal and that met leak criteria. Leaking was seen during pressure testing. The logs indicated the drugs in the pump were morphine, baclofen, and bupivacaine.